Event description:
It was reported that a patient underwent a multi-level fusion with posterior fixation at l2-s1 and interbody at l3-s1. It was reported that post-op x-rays revealed a rod breakage. The patient has not underwent a revision surgery at this time. No patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Interpretation of post-op x-rays revealed a rod fracture at l2-3 with clear instability at that level. Unable to determine cause of the event.